Event description:
A customer contacted stryker to report that their device would not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was a depleted battery. The battery was discarded by stryker. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device would not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.